Manufacturer narrative:
The device was evaluated by zoll medical germany. The customer's report was not replicated or confirmed. The device was put through extensive testing which included all functional testing and defib shock testing using the returned paddles without duplicating the customer's report. The paddles were replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to discharge via paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.